Event description:
It was reported that the device would not complete the boot up cycle with a known good battery, a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause of the reported problem to be a failure of an ic chip, designator u17.